Event description:
The user facility reported that during the first ten mins of a therapeutic transurethral resection of the prostate (turp) procedure, the video image was very clear; however, after ten mins of surgery the user experienced a complete loss of image on the monitor. The procedure was stopped, and the users switched to rtu monopolar device to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the image was severely dark and hazy, but the image was slightly visible. The proximal end of the outer tube was bent with minor scratches, which likely caused the optical lens inside the outer tube to break, which likely caused the user's experience. This phenomenon was attributed to mishandling. The device will be refurbished. This report is being submitted as a medical device report in an abundance of caution.